Event description:
Before the procedure the screen was found to be blacked out. No backup was readily available. The procedure was cancelled.

Manufacturer narrative:
The device was received for evaluation. Product failed functional testing with a blank display and audible alarm. Cause of malfunction is a defective electronic component on the main pcb. Pcb is 7 years old. Reason for electronic component failure could be plugging in a wet mdu connector or a shorted out mdu. Product passed functional testing with a known good main pcb installed.